Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had an opening/closing failure. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis, and the complaint was confirmed. The vse instrument was analyzed and the instrument exhibited imprecise motion direction(s)/during gripping and un-gripping. The grip tips did not open or close the jaw was found stuck in an open position. In addition, the instrument backend was open for inspection, and it was noticed that the grip ring was found to be loose. The fixing screw from the grip ring was found missing.